Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the device for evaluation. Therefore, no root cause could be determined. However, the customer requested a code so that he can do blender calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator fraction of inspired oxygen (fio2) readings are a little too high. Furthermore, there was no patient associated with the reported event.